Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and bilateral ureteral catheterization. The patient underwent mesh removal on (B)(6) 2007 due to suburethral mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy and bilateral salpingo-oophorectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: narrative - the patient concurrently had a hysterectomy. The patient underwent mesh removal/revision surgeries on (B)(6) 2007 and (B)(6) 2010 due to mesh erosion.